Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Images were sent to gore for analysis. Two time-points images available for evaluation; the post implantation cta dated (B)(6) 2019 and intra-operative angiogram dated (B)(6) 2019. Post implantation cta appears to show contrast pooling in the aneurysmal sac, outside the 2 implanted conformable gore tag® thoracic endoprostheses in the aortic arch. There appears to be ~6.2cm of ctag® device overlap in the aortic arch, by outer curve length. Intra-operative angiogram images dated appear to demonstrate possible contrast outside the implanted devices along the inner curve of the thoracic aorta. Angiogram images show a third ctag® device being lined up and deployed in the proximal previously implanted device. The unspecified endoleak appears to be resolved on the post-deployment images. According to the conformable gore® tag® thoracic endoprosthesis instructions for use, additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. The conformable gore® tag® thoracic endoprosthesis is designed to provide endovascular repair of the descending thoracic aorta (dta). Risk and benefits should be carefully considered by the physician for each patient before the use of the gore® tag® conformable thoracic stent graft. According to the conformable gore® tag® thoracic endoprosthesis instructions for use, adverse events which may require intervention and / or conversion to open repair include, but are not limited to endoleak and aneurysm enlargement. As the date of the aneurysm enlargement and an endoleak is unknown, the post-operation date (B)(6) 2019 will be used as an event date.

Event description:
On (B)(6) 2017, two conformable gore tag® thoracic endoprostheses were implanted to repair a thoracic aortic aneurysm in the aortic arch. A bypass of the branch vessels of the arch was performed (¿total debranching¿) during the same procedure. On unknown date, an enlargement of the thoracic aortic aneurysm (size unknown) was observed. In addition, a fabric type iii endoleak was suspected on the computed tomography angiography, angiography, and 4d-computed tomography. On (B)(6) 2019, the patient underwent an additional procedure to repair the type iii endoleak with enlargement of the aneurysm. The same size conformable gore tag® thoracic endoprosthesis was implanted within the previously implanted proximal component to reline it. The physician did not cover the joint of the two previously implanted endoprostheses in order to confirm that it was a fabric type iii endoleak. The patient tolerated the procedure.